Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Observed only the patch of the devices. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Company representative reported rupture. Device remains implanted. This relates to the unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.